Event description:
A review of service data has detected a reportable event. Upon servicing of battery pack sn (B)(4) the battery pack would not charge in the charger and could not power up a monitor. The last pt to use this battery pack did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. Upon receipt the battery pack had an output voltage of 1.88 v and was nonfunctional in both a charger and a monitor. A root cause investigation is currently being performed by the supplier, itech. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event occurred due to the battery's low output voltage. The last pt to use this battery pack did not report any problems.